Event description:
It was reported that the device was dropped/ physical damage. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, lock label, tube drive, sleeve drive, wiper seal, flange gripper retainer and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 01 may 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to dropped/physical damage of the cover front pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was dropped/ physical damage. There was no patient involvement.